Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was inappropriate ventricular fibrillation (vf) detection on the right ventricular (rv) lead. The lead was capped. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).